Event description:
Account alleged loss of ground. No injury reported. Installed new ac power cord to resolve this issue. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.